Manufacturer narrative:
Initial 1 of 2. This emdr is being submitted for an unknown number of quantities. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced cannula being bent event on (B)(6) 2026 for less than two days at the abdomen due to the event leading to high blood glucose and was treated with correction injection via multiple daily injections (mdi).